Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the physician reported the impossibility to insert a guide in the proximal part of the lead, probably due to a defect in the inner structure. After several times, the guide was inserted, but reporting an inner discontinuity. Subsequently, another lead was used and the procedure was successfully completed. No adverse patient effects were reported. This lead is expected to be return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the physician reported the impossibility to insert a guide in the proximal part of the lead, probably due to a defect in the inner structure. After several times, the guide was inserted, but reporting an inner discontinuity. Subsequently, another lead was used and the procedure was successfully completed. No adverse patient effects were reported. This lead was returned for analysis.